Event description:
It was reported that there was an alert due to low intrinsic atrial amplitudes as well as undersensing atrial beats. No adverse patient effects were reported. The device remains implanted.